Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the mechanical response is reproducible and is a normal behavior of the device due to the mechanical play present in all the components of the arm. It only occurs if a specific force is applied on the tool or on the force sensor, even if the device is off. In principle, no specific force must be applied on the force sensor or on the tools during every steps of surgery. Although the maintenance tests have always passed and confirmed the proper accuracy of this device, an intervention of the robot arm supplier on this device permitted to adjust a slight mechanical play on two axes of the arm, thus reducing this play; however, the impact of this mechanical play on the device accuracy is not confirmed. Based on the investigation performed and on the tests performed during maintenances, the robot arm behaved as expected and as specified. The complaint is unconfirmed. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Event description:
Surgeon feedback ; surgeon expressed concern over last 5 cases seeing challenges with contactless registration, and accuracy of electrode placement. Company field service engineer (fse) performed distance sensor and pointer probe accuracy checks; both passed. Fse also performed the applicative test which passed successfully as well. Fse noted that force applied to the arm while foot pedal was released still resulted in up/down motion (nearly 2mm) when force was applied. Testing confirmed that the arm also had the movement noted when the robot was powered off. There is also the video of the motion attached. Note, in this video, the pedal is not depressed, the arm appears to move >2mm when force is applied.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #:(B)(4).

Event description:
Surgeon feedback ; surgeon expressed concern over last 5 cases seeing challenges with contactless registration, and accuracy of electrode placement. Company field service engineer (fse) performed distance sensor and pointer probe accuracy checks; both passed. Fse also performed the applicative test which passed successfully as well. Fse noted that force applied to the arm while foot pedal was released still resulted in up/down motion (nearly 2mm) when force was applied. Testing confirmed that the arm also had the movement noted when the robot was powered off. There is also the video of the motion attached. Note, in this video, the pedal is not depressed, the arm appears to move >2mm when force is applied.